Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicates that packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Email received by stryker (B)(4) to notify that a hospital reported liquid bottle of simplex p bone cement was broken when in-coming inspection.

Manufacturer narrative:
An event regarding packaging damage involving a simplex ampoule was reported. The event was confirmed. Device evaluation and results: no product was returned however one photograph was provided. The photograph shows the unit carton with the lot code cgy069. The pouch containing the cement with lot code 240fy1 is contained within the carton. There is also a photograph of the ampoule within the blister. The ampoule appears to be broken/fractured at the neck below the cracker. Shards of broken glass are also visible in the photograph. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicates all ten packs were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: the reported device was not returned however one photograph was provided for review. The photograph shows a unit carton, powder pouch and liquid ampiule. From the photograph provided there is evidence of ampoule breakage. The ampoule head has broken away from the body of the ampoule. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If product and/or additional information becomes available this investigation will be reopened.

Event description:
Email received by stryker taiwan to notify that a hospital reported liquid bottle of simplex p bone cement was broken when in-coming inspection.